Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated they have changed their infusion site 8 times, but the alarm persisted. The customer also stated they would receive the alarm during bolus deliveries and manual primes. Customer's blood glucose was 325 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer was advised of the possible causes of the no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.